Event description:
Customer's family member reported device sometimes gives higher results, however values no provided. Customer took medication at night. Family member took customer to the emergency room (ER) in the morning. Customer was having back pain and feeling shaky and light headed. Customer stated not having confidence in the device and not knowing if readings were high or low. A blood test was taken at the hospital but value was not provided. Treatment information was not provided. Controls were in range, however values were not provided. A request was made for return product and replacement product was sent.